Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his unknown meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017, between 7.30 and 8.00 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of around ¿172 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with insulin (humalog and levemir), and that in response to the alleged high result, he increased his normal dose of insulin (unknown amount). After administering the insulin, the patient developed symptoms of ¿shaking and sweating¿, which he associated with a hypoglycemic event. The patient reported that he self-treated the symptoms by consuming cola and some dextrose. The patient reported that a short time after the self-treatment he felt better. No troubleshooting was documented by the csr. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.